Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The home patient (hp) needed assistance with a system error 2367 that occurred. The technical service representative (tsr) explained the system error 2367 to the hp and had the hp cycle the power on hc. The tsr had the hp view the alarm log also, to see which error message came on before the system error 2367 occurred. A system error 2240 preceded the system error 2367. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected. There was an open clamp on an unused line. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The tsr also explained the system error 2240 to the hp. The tsr advised the hp to start over with all new supplies and to contact the peritoneal dialysis registered nurse (pdrn) about the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.